Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. The patient had been trying to charge up the implantable neurostimulator (ins) battery for the last week. It died in the middle of the night a week prior to the report. Communication was not possible with the implantable neurostimulator recharger (insr). The last time stimulation was felt was over one week prior to the report. The last successful recharge session was a couple weeks prior to the report. Due to the warmer weather, the patient was trying not to run the battery all the time, which was the reason for not charging. The patient was sore from trying to recharge. She had a lot more pain than she normally had. The patient reported having a car accident in a parking lot in (B)(6) 2015 where the back door on her side was crunched. She was not able to recharge the ins since (B)(6) 2015. Since (B)(6) 2015, the patient had told the doctor something did not seem right with the battery. The battery had not seemed right or as strong. The battery was touchy and if the patient moved, it would beep and would not pick up anything when trying to connect. It was noted the patient's settings were changed in 2014. The patient met with a manufacturer's representative (rep) to switch the settings. The patient just needed different coverage as she needed it a little stronger or coverage different to get the lower back better. The patient noted she was going to see the healthcare provider (hcp) on the thursday following the report and had never been in overdischarge before. Relevant medical history included reflex sympathetic dystrophy syndrome and causalgia complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.